Event description:
A mayfield skull clamp was reported to have a ratchet mechanism fail to hold its position during a craniotomy. The unit was in contact with the pt at the time of this event and the pt was anesthetized. The pt was not injured directly but, a second operation was necessary at a later date (approx. One week later). Mayfield adult, disposable skull pins were used during the procedure. (Lot number unk).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.